Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: cause not established. The image disappeared when the position of the flexible part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image during setup/inspection for use on an olympus bronchovideoscope. There was no patient injury reported.